Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 95 mg/dl at the time of incident. The insulin pump will be returned for analysis.